Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.